Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the clinician that the right atrial (ra) lead has exhibited both oversensing and undersensing since implant. In addition, variable impedance measurements were observed with the lead. The clinic plans to reprogram for lead sensitivity at the patient's next follow-up visit. The ra lead remains in use. No patient complications have been reported as a result of this event.